Manufacturer narrative:
No patient information was provided although requested. Unit passed all testing, and the reported issue was not duplicate. Unit was return to use. No further information provided.

Event description:
It was reported that the ventilator turned off by itself and the flow stopped. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and reviewed the ventilator diagnostic logs. The customer noted in the device diagnostic logs that the respiratory therapist was adjusting settings, put the unit in high flow therapy (hft) mode and then silenced the alarms, the unit then powered off. The customer was advised that to power a unit off you have to confirm on screen that you are turning unit off. The unit would not turn off when just the power button is pushed. The customer powered unit on in normal operational mode and let it cycle a few breaths, then changed unit setting to hft to duplicate the reported event. The customer unable to duplicate the reported issue. The customer noted that the flow was working properly. The customer was advised to perform a full performance verification test on the unit.